Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative was unable to replicate the issues. The system was functioning normally. Device manufacturing date is unavailable. Other relevant device(s) are: pn: 9733686, version: 2.1.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system, outside of procedure. It was reported that while setting up for a case on site, the manufacturer representative booted the system into spine 2.1 and the instruments screen showed red x's on all tool cards and the software said the camera was disconnected. The manufacturer representative rebooted the system with resolution. No patient was present.